Manufacturer narrative:
H.6. Investigation summary: customer returned nine (9) 31gx8mm, 0.5ml bd insulin syringes from an open polybag from lot 9149933. Consumer reported a damaged plunger cap; stated, plunger cap is stuck inside a sealed bag. All 9 returned syringes were examined and the following was observed: one of the syringes exhibited a broken plunger rod; this syringe did not have a plunger cap attached a damaged plunger cap was found stuck to the seal of the polybag . A review of the device history record was completed for batch# 9149933. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod, damaged plunger cap). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection of the pictures found a damaged syringe; the thumb press was broken off of the plunger rod, and the cap crushed into the polybag. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger cap was found damaged and "stuck" inside the sealed packaging before use, appearing to be "melted" onto the bag. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported a damaged plunger cap stated, she plunger cap is stuck inside a sealed bag. Stated, it looks like its melted onto the bag. Like a machine caught it when the bag was getting sealed during production."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# (B)(4). All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger cap was found damaged and "stuck" inside the sealed packaging before use, appearing to be "melted" onto the bag. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported a damaged plunger cap stated, she plunger cap is stuck inside a sealed bag. Stated, it looks like its melted onto the bag. Like a machine caught it when the bag was getting sealed during production."